Event description:
It was reported by a distributor that "during a cardiac bypass surgery, the clips failed to load into the jaws of the device. The surgeon closed the jaws of the device and cut a blood vessel. A serious bleed occurred." No add'l info was provided.